Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, followed steps to reset pump, and issue was resolved without further action.